Manufacturer narrative:
Concomitant medical products: concomitant products: dtma1d1 crt-d, implanted: (B)(6) 2019; 694758 lead, 419478 lead, and 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had a bent pin in one of the power ports. The controller was exchanged. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the battery was not holding a charge. The battery was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for an update to b5.desc evt problem and added h10 additional product. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-march-2017 / serial#: (B)(6) UDI #: (B)(4) d9: yes, return date: 20-oct-2021 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 31-march-2016 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller battery were returned for evaluation. A review of the manufacturing documentation confirmed that the battery met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual inspection under 10x magnification of the controller revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. Failure analysis of the returned controller also revealed a bent pin within power port two (2). The bent pin did not allow a power source to properly connect to the controller. Failure analysis of the returned battery revealed that the battery passed visual inspection. Functional testing revealed that a cell pair depleted below the voltage threshold. Of note, it was observed that the battery had exceeded the useful operating life of 500 charge and discharge cycles. Additionally, it was noted that there was a time difference of 2028 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. An internal inspection revealed that a cell pair was swollen; no anomalies were observed on the solders or welds. Log file analysis revealed that the battery discharged as expected. Analysis of the alarm logs revealed two (2) critical battery alarms due to communication errors involving an additional battery. This is an additional finding not related to the reported event. The critical battery alarms were most likely due to communication errors between the controller and battery. A power source lubrication procedure was perf ormed on the associated battery in accordance with the requirements under fsca cvg-18-q4-19 on 12/jun/2018. As a result, the reported events were confirmed. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. The most likely root cause of the reported battery not holding a charge event can be attributed to an expected degradation as a result of non-usage over time. The most likely root cause of the observed 500 charge and discharge cycles can be attributed to the batteries reaching the end of their useful life. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial#: (B)(6) h3: yes h6: FDA method code(s): b01, b14, b15 h6: FDA results code(s): c19, c020701 h6: FDA conclusion code(s): d02, d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.